Event description:
It was reported that this morning while prepping the bobby for a carotid stent case. The tech found that the balloon had little flecks of material sticking out from the balloon. No patient involvement.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
See h11.

Manufacturer narrative:
Based on our investigation findings there was no coating issue. The device was not being hydrated properly at the time the balloon was attempted to be inflated. Therefore, mvi no longer considers this event a reportable malfunction.